Manufacturer narrative:
Additional information: device evaluation: the reported complaint was not confirmed as the actual complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Method, results, conclusion codes remain unchanged from the previous submission.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors (catalog 050-95018) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) nurse reported that when the patient got up to go to the bathroom during pd treatment, there was a leak at the connection from the adapter to the supply bag (baxter extraneal icodextrin). The adaptor reportedly came loose from the supply bag, which is the last bag for the patient¿s treatment. There were no observed defects or cracks with the adapter. There were no cycler alarms reported. The patient reconnected the adapter to the bag and completed pd treatment. The patient did not experience any adverse events or require any medical intervention. The patient was not given prophylactic medication. The patient did not have cloudy effluent or report any complaints of stomach pain. The adaptor was discarded. The exact date of the event is not known. The pd nurse reported that when the patient came to the facility for a routine appointment on (B)(6) 2017, the patient reported three adapter leak events that happened during the week of (B)(6) 2017. This submission documents the second leak event and the event date is selected as (B)(6) 2017.